Event description:
It was reported that the patient was involved in a car accident and the implantable neurostimulator (ins) stopped working ¿sometime after that¿. It was unknown the exact date of the car accident or when the device stopped working. It was noted that the patient also experienced no stimulation sensation. The patient¿s healthcare provider stated that the device ¿was not working¿. Consequently, the patient¿s system was replaced. Follow-up with the patient¿s healthcare provider confirmed the report previously made. No abnormal impedances were noted.

Manufacturer narrative:
Product ID 3889-28 lot# v887311, implanted: 2012 (B)(6), explanted: 2013 (B)(6); product type lead. (B)(4).